Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reds1254 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that blood could not be drawn after the catheter was placed in this patient. Normal saline could be injected, but resistance was met. Bedside x-ray positioned the tip at t6. After the patient¿s position was adjusted, the positioning of the catheter was confirmed, but it was still unusable. The catheter was finally removed.

Event description:
It was reported that blood could not be drawn after the catheter was placed in this patient. Normal saline could be injected, but resistance was met. Bedside x-ray positioned the tip at t6. After the patient¿s position was adjusted, the positioning of the catheter was confirmed, but it was still unusable. The catheter was finally removed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of inability to aspirate through the groshong catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was one 4fr s/l groshong catheter. The sample was received assembled with a two-piece connector. Usage residues were observed throughout the sample. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, attempts to aspirate water were unsuccessful. Microscopic inspection of the valve confirmed that it was not opening as intended during aspiration attempts. The valve appeared to be well-formed. The valve length was measured using a digital microscope and found to be within manufacturing specifications. While the valve failed to function properly during functional testing, no visual valve defect or deformity was observed. The valve may not function as intended if silicone lubricant is not properly applied during manufacture or is subsequently removed. H3 other text : evaluation findings are in section h.11.